Event description:
It was reported to boston scientific corp on (B)(6) 2009 that a prolieve thermodilatation system, refurbished was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, the pump was not achieving the specified range of pressure at the maximum pump setting. The user had to manually feed water into the heat exchange cartridge, and the console displayed several low water pressure error messages. Replacing the disposable kit did not resolve the issue. The procedure was completed with the device with no pt complications. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, eval of the device revealed an MDR-reportable malfunction of microwave power out-of-spec. This MFR report is submitted based on the eval results.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was returned for eval. The system was checked for loose connections, and pump pressure. However, the reported problem could not be duplicated. The rf output and physitemp modules were discovered to be out-of-tolerance. The rf output was recalibrated and the physitemp module was replaced. The system then passed all tests and software upgrades. (B)(4).